Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient presented in clinic for a pacemaker system implant. During the procedure, it was observed the atrial lead had abnormal lead impedance, and was oversensing lead noise. The lead was exchanged without issue. The patient was stable throughout.

Manufacturer narrative:
The reported events of noise and high lead impedance were not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies

Event description:
New information received indicated the atrial lead had high pacing impedance of 3000 ohms.